Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specification. No nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specification. The defect under complaint was not confirmed.

Event description:
When user puts the needle on the pen, it leaks and is coming out of the sides, not the needle tip. When he injects, the needle is bending instead of injecting.